Event description:
It was reported that a malfunction alarm with code malf 0 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump and continued to use it, with instructions to call back if the issue recurred.